Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced some "jolting" when she turned on a fan or air conditioner in her home. The pt also had tingling and numbness on left side (implant on right) and toe curling. The pt was re-directed to her physician. Additional info was requested.